Manufacturer narrative:
This event occurred in (B)(6). Expiration date: expiration date was provided as may 2019.

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module. The sample was also tested using the fujirebio lumipulse method. An erroneous tsh value generated at the customer site was reported outside of the laboratory. The serum tube and plasma tube of the sample were provided for investigation where they were tested with a second e 801 analyzer on (B)(6) 2019. Erroneous ft3 values were generated by the e 801 analyzer used for investigation. This medwatch will apply to the ft3 data. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314824, with an expiration date of may 2019 was used on this analyzer. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used.